Manufacturer narrative:
Device evaluated by MFR.: the synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 28mm x 3.00mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. While reengaging the 6f jl 3.5 guide catheter, the tip of the guide hit the proximal struts of the stent resulting in stent damage. The stent was simply pulled out and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 28mm x 3.00mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. While reengaging the 6f jl 3.5 guide catheter, the tip of the guide hit the proximal struts of the stent resulting in stent damage. The stent was simply pulled out and the procedure was completed with another of same device. No patient complications were reported.